Manufacturer narrative:
The device has not returned for evaluation. Attempts have been made to the customer to see if the product is returning. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. If the device is returned a supplemental report will be forthcoming with examination results. Lot number was not provided; therefore review of the manufacturing records could not be completed. The 510k is unknown as this is a custom defined product.

Event description:
It was reported that the dpt (disposable pressure transducer) provided high pressure values. The arterial line was inserted for a patient having a coiling of an acute aneurysm. At the beginning of the procedure, when the radiologist was gaining vascular access in the groin, the abp (arterial blood pressure) suddenly increased to 270 mmhg systolic. The equipment was checked and found that the arterial line was faulty as the nibp (non-invasive blood pressure) gave a normal reading. Finally, reinserting the line to the monitor and re-zeroing the arterial line a normal reading consistent with the nibp was provided. Further information was requested from the hospital but has not been made available.

Manufacturer narrative:
This would not be a reportable event due to the error message. Additionally, replacing the truwave cable that connects the dpt to the monitor for another one and re-zeroing the arterial line a normal reading consistent with the nibp was provided. There was no allegation of patient injury. Device was discarded at the hospital. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Further follow up with the hospital indicated that an error message of "high blood pressure" was displayed on the monitor.